Event description:
It was reported to conmed corporation, by the end-user, on (B)(6) 2011, "surgery performed friday (B)(6) 2011; patient experiences vaginal pain and discomfort on (B)(6) 2011 and visits ER; ER finds that the green cervical cup from the standard vcare used during the surgery has become detached from the vcare device / shaft and left inside the patient's vaginal cavity / cervix. Other than pain and discomfort, the patient was not injured". Received by conmed corporation, on (B)(6) 2011, was a end-user filed medwatch sent to conmed by the FDA. This medwatch added that the, "patient was placed on antibiotics for a developing abscess".

Manufacturer narrative:
With this incident, the patient experienced pelvic pain and dysuria and was placed on antibiotic therapy after the emergency room visit. To date, no further problems have presented with this patient. The complaint device was not returned to conmed for evaluation. The specific failure mode and associated root cause cannot be determined without examination of the actual device. The lot number of the complaint device is unknown; therefore, DHR / lhr review was not performed. A 24-month review of the customer complaint history for the vcare product family showed fifty (50) previous complaints where the cervical cone and/or uterine balloon were reported detached. Of these, twenty-three (23) complaints were confirmed, twenty-five (25) complaints were inconclusive for no products were returned to conmed associated with these incidents, and two (2) complaints are presently pending investigations. The surgeon who performed the surgery was contacted and interviewed. The procedure was a robotic assisted lsh, laparoscopic supracervical hysterectomy. The robotics were not involved with the vcare manipulation in any way. The physician stated that he does not recollect any unusual circumstances or significant problems with this case. After insertion of the vcare device the surgeon was not the surgical staff member responsible for the manipulation of the uterus during the procedure. The surgeon stated that to the best of his knowledge, there were no significant problems with the vcare device during the procedure. Per the surgeon, the surgical first assist removed the vcare device. The vcare device was not sutured to the cervix, and, the surgeon is unaware if the device was difficult to remove or if any excessive force was necessary to extract the vcare device from the vaginal canal at the end of the procedure. It was asked of the surgeon if the surgical first assist inspected the vcare device for completeness on removal of the device from the patient and he answered "apparently not". The possible cause of this incident was application of force which exceeded the cervical cone/uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, detaching the uterine balloon from the device. User technique may have been a contributing factor. Breaking the suction between the cervical cone and the cervix, and retracting the vaginal cone in the vaginal cavity, may allow easier removal of the device. A small vaginal cavity or the particular shape of the vaginal canal may also increase removal force on the device if the vaginal cone is not removed properly. The risk associated with this complaint is mitigated in the vcare dfu, directions for use, which states, "swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The complaint investigation has not identified a manufacturing defect; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
The vcare device was discarded by the end-user on the initial surgical date; therefore, cannot be returned to conmed corporation for an evaluation. When the quality engineering investigation is completed a supplemental report will be filed. Device discarded after surgery.